Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The blood glucose reading was 174 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer also noted that the infusion set may have been leaking so he decided to change the infusion set out and threw the old one away. Advised that the leak may have been caused by the issue related to the alarm and not by the actual infusion set. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. No error alarm noted. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.